Event description:
It was reported to philips the device did not pass the 50 ohm discharge test. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
No service can be provided by philips as we do not have a contract with the customer. The customer was directed to contact the philips distributor to handle this call. The device was not available for additional investigation as the service will be handled by the distributor. Based on the information available, we were unable to replicate the reported problem as the service will be handled by the distributor. The reported problem was not confirmed. The customer was advised to contact their philips distributor to service their device. We are unable to confirm the final disposition of the device because the customer is contracted to receive service directly from their philips distributor. The investigation concludes that no further action is required at this time. H3 other text : service will be handled by the distributor.